Manufacturer narrative:
E6. Initial reporter e-mail: (B)(6). G5. PMA / 510(k)#: k113558, k222591. Investigation summary: customer reported a duplicated barcode sequences within the same batch numbers. Satisfactory results were obtained from retention samples when visually inspected for repeated sequence (none of the vial label sequence numbers were repeated). Batch history record was reviewed. A complaint history review was conducted and only the current complaint was found relating the incident to the lot number. Complaints is confirmed. Users should verify that the accession number on the bd bactec¿ instrument loading screen matches the vial's accession number while scanning and loading onto the instrument. If an error message or other system action occurs when loading vials into the bd bactec¿ instrument that indicates a potential issue with duplicate sequence numbers, it is recommended to follow the instructions within the message and to view the table of ¿system alerts¿ located in 7, troubleshooting of the bd bactec¿ fx instrument user¿s manual before taking any further action in vial processing. Corrective actions preventive actions (CAPA) was initiated to determine any appropriate actions to reduce occurrence. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigational process. This MDR is being submitted as part of a retrospective review of records dating april 2023-2025, under CAPA 11910483.

Event description:
It was reported while using the bd bactec¿ plus aerobic/f culture vials (plastic), there were repeated sequence numbers within the same batch. There was no report of patient impact.